Event description:
I had breast implants implanted in 2011. Since around 2012, I have experienced debilitating migraines, a compromised immune system, fatigue, joint aches and pains, memory loss, and extreme weight gain, amongst other issues. These symptoms have all caused me to miss work, change careers, and lose time with friends and family. FDA safety report ID # (B)(4).